Event description:
It was reported that a user experienced hyperglycemia with a reported value of 208 mg/dl while using the ilet system with a dexcom g7 continuous glucose monitor (cgm) and 214 mg/dl using a glucometer after an insulin occlusion alert prevented delivery. The user observed a bubble in the tubing connector, attempted to purge with 5 units without success, and then performed a full infusion set and cartridge change using a contact detach steel set on the abdomen, after which insulin delivery resumed and glucose returned to range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem associated with improper or incorrect procedure or method, with relevance to the user interface, and no device problem was found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.